Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was an unexplained loss of prime. The reporter stated a loss of prime warning occured about once a week. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was a loss of prime with non-zero force recorded in the black box history. There were no loss of primes during investigation. The force sensor calibration reading was within specifications.